Event description:
It was reported that the patient complains of general malaise and shortness of breath at night. It was also noted that while running a sensing test, the device was not sensing p waves. Patient is atrial paced 50% of the time. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.